Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. The consumer had prior testing performed at the hospital via an unknown method which generated a negative result on (B)(6) 2022. The consumer was symptomatic on 2dec2022 but asymptomatic as of (B)(6) 2022. The consumer confirmed there was no delay in treatment. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded

Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. This MFR. Report addresses test one (1) of two (2). Repeat testing was not performed. Confirmation testing was not performed. The consumer had prior testing performed at the hospital via an unknown method which generated a negative result on (B)(6) 2022. The consumer was symptomatic on (B)(6) 2022 but asymptomatic as of on (B)(6) 2022. The consumer confirmed there was no delay in treatment. No additional information was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 212593 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 195-160/ lot: 212593, test base part number: 195-430h/ lot: 206900. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 212593 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. A1: patient identifier corrected to (B)(6). B5: additional phrase added: "this MFR. Report addresses test one (1) of two (2)." D4: expiration date changed to 4/28/2024 due to expiration date extension. H3 other text: single use, device discarded.